Event description:
Information received with return of the explanted device notes that when the patient was in an automobile accident, his chest hit the steering wheel. Subsequently, the device exhibited output and sensing anomalies.